Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery upon final screw placement, the driver tip snapped inside the screw interface. It was reported the driver tip "snapped clean flush", and thus, could not be removed. Therefore, the driver tip fragment remains in the patient. Routine removal surgery was reported to be scheduled for 6-8 weeks from the initial implant surgery. No adverse patient consequences were reported. This report is related to report number 3025141-2023-00435 for the screw involved in this event.